Event description:
Obtaining high readings on the lfs meter. Pt has been comparing their readings to their "normal readings" which is an invalid comparison. Pt took oral medication for their diabetes. The test strips pt was using were peeling. Md treated pt. Customer service replaced supplies for pt.